Event description:
It was reported that the patient experienced a loss of therapeutic effect. It was noted that this increased in frequency after about 6 to 7 months post implant. The patient stated that she could feel the stimulation. It was noted that the patient felt a dull, aching pain in her legs when she was immobile for a while or lay down. It was further noted that this had come about gradually in the past 3 months. The patient stated that she tried increasing the stimulation and changing the programs to help with the increased frequency, but it did not help. It was noted that the patient had been in for reprogramming. It was further noted that the patient had only tried 2 of her 3 programs, because the third was uncomfortable but not left on. Additional information received reported that the event was caused by the patient's lead and a 'scanner device' that the patient went through weekly. It was also noted that the patient fell while playing tennis. It further noted that electrode 0 had impedances greater than 4,000 ohms. It was stated that a possible lead break or migration was possible, but unknown. It was noted that the patient was reprogrammed around electrode 0 and the patient was receiving correct stimulation. This occurred on (B)(6) 2012. It was further noted that the patient had a 'progression of urinary urgency and frequency.' No patient injury was reported. The patient was not hospitalized due to this event.

Manufacturer narrative:
Product ID 3889-28, lot# v739070, implanted: (B)(6) 2011, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).